Event description:
Reporter indicated that vns pt had passed away. Autospy was not performed. Emergency room personnel reportedly indicated that the pt experienced a prolonged seizure at home, after which her husband contacted emergency medical services. The pt was reportedly dead on arrival in hosp emergency room, though resuscitation was attempted. The pt was receiving vns therapy at the time of death. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.